Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report skin irritation on (B)(6) 2014. Patient's mother stated that patient experienced redness and blisters at site of sensor insertion. Patient's mother sought medical intervention and patient was prescribed hydrocortisone cream. At the time of contact with dexcom technical support patient was doing fine.

Manufacturer narrative:
(B)(4).